Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had cracked on the corner of screen, rewind anomaly and unexplained no delivery alarm. The customer¿s blood glucose level was unknown. The customer also stated that buttons are hard to push, take several time to get respond, insulin pump reject new battery and the screen was hard to read due to fogs inside. The insulin pump will not be returned for analysis.